Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the pediatric patient was disoriented, had chest pain and palpitations. A bg was checked and it was 550 mg/dl while the cgm was "low". The patient was taken to the hospital. Another bg was taken and it was still high but the parent could not recall the value. The patient was treated with unspecified medications and was in the hospital for more than 24 hours. At the time of the report, the patient was doing better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.